Manufacturer narrative:
Insulin pump received with motor error alarm during rewind and e70 error alarm confirmed in the alarm history due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had a cracked case at display window corner, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error while driving. Customer stated that she had an MRI and did not remove the insulin pump and the now the device had an error alarm. During troubleshooting the drive support cap was noted to be normal. Customer was advised to revert to a backup plan and the insulin pump is being replaced.